Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber tip ruptured after 26:29 minutes and 155,999 joules of use. The tip of the fiber was not cleaned during the procedure. The procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap exhibits devitrification. The glass cap is fractured at the fiber/glass cap fusion zone. The distal portion of glass cap fracture is missing. The heat shrink tubing open end wall is torn and exhibits signs of melting. The red octagonal sign and blue arrow indicator is erased. Based on the device analysis, the potential for forward firing may exist. The probably cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.